Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 4 years and 6 months post-implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The 4-year and 6-month transthoracic echocardiogram (tte) pre-procedure indicated that the bioprosthetic aortic valve with critical aortic stenosis, mild aortic insufficiency, the aortic valve (av) mean gradient was 45mmhg and moderate mr. The pathology report found fragments of bioprosthetic valve with fibrocalcific degeneration. Mild calcification deposits were seen on each valve leaflet.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of calcification was confirmed based on the provided medical records. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as the patient had a medical history of hyperlipidemia as reported in the medical records. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.